Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case:(B)(4)¿ e5w pockets showing duplicate loads when accessed in cubie map in wrong places a review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing two drawers of the same pocket to be available to load. A technical support specialist created a pse consult (B)(4)to address the issues. According to case (B)(4) pse run drawer reset script, deleted drawer and reconfigured and the issue was resolved using attached knowledge article. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a double load issue in main drawer pocket, once customer tried to load meds but it automatically loading twice in the cubie. There were no adverse events or injuries reported based on this incident.